Event description:
It was reported that a malfunction alarm occurred with the customer's insulin pump, displaying a malf 0 code. There was no adverse impact to the customer's blood glucose level. Although the pump was reset, the malfunction persisted, and a replacement pump was sent by technical support. The customer was instructed on putting the pump into storage mode, using a backup insulin pump, and returning the problematic pump to tandem within 10 days. They were also advised to program their settings and connect their cgm to the replacement pump.